Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0gv3w, implanted: (B)(6) 2014, product type: lead. Product ID 3093-28, lot# va0gv3w, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# va0gv3w, implanted: (B)(6) 2014, product type: lead. Product ID 3093-28, lot# va0gv3w, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had fallen in the mud on (B)(6) 2015 and may have ¿done something¿ to the neurostimulator. The patient could not urinate by herself and did self-catheterization; the patient experienced acute urinary retention. The patient had been instructed to go to the emergency room to have the device checked. The patient had gone to the emergency room on (B)(6) 2015. A hospital computerized tomography (CT) of lumbosacral spine was ¿normal, no lead fracture of the neurostimulator.¿ imaging done on (B)(6) 2015 results were normal. The patient was going to be seen by their healthcare professional at an unscheduled clinic visit on (B)(6) 2015. On the day of the visit the healthcare professional had checked the surgical site, interrogated and reprogrammed the neurostimulator. A 2-view lumbospinal x-ray was done and the x-ray showed the lead was in the pelvis. Examination results were abnormal for the patient; there was a generator pack in the right lower quadrant of the abdomen with a catheter terminating in the lower pelvis. This was deemed related to the neurostimulator and lead; programming issue was related. The outcome was ongoing/unresolved.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient went to the local hospital emergency room (ER) on (B)(6) 2015, for vomiting and diarrhea. Urinalysis in the ER was positive for nitrates. The urine was sent for a culture and sensitivity which showed greater than 100,000 cfu/ml escherichia coli; the clinical diagnosis was a urinary tract infection. The patient was prescribed macrodantin 100 mg qid for ten days. The patient resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient had chronic uti indicated on their baseline history and that the cause for the reported uti was not indicated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2016. No further complications were reported/anticipated.